Manufacturer narrative:
Analysis found no fault or malfunction with the device. If information is provided in the future, a supplemental report will be issued.

Event description:
A distributor reported that the mainframe had insensitive test during the procedure. The feedback current was normal. There was no error codes displayed. There was no patient impact.